Manufacturer narrative:
G4. Date received by manufacturer, corrected data: supplemental MDR #2 inadvertently reported the date of new information as 04/10/2019 instead of 06/07/2019.

Event description:
Supplemental MDR #2 inadvertently reported the date of new information as 04/10/2019 instead of 06/07/2019.

Manufacturer narrative:
Manufacturer, address line 1; corrected data: initial MDR inadvertently reported the address as 640 alpha drive instead of 620 alpha drive. Additional device information, serial number; corrected data: supplemental MDR #1 inadvertently did not report the device serial number. Additional device information, expiration date; corrected data: supplemental MDR #1 inadvertently did not report the device expiration date. If follow-up, what type; corrected data: supplemental MDR #1 inadvertently did not select additional information. Device manufacturer date; corrected data: supplemental MDR #1 inadvertently did not report the device manufacturer date.

Event description:
The external visual inspection of the pump found there was evidence of blood staining/clot along the pump outlet and no other anomalies. The internal component inspection found dried clot/deposits running from the upper hosing through the pump outlet. Additionally, a clot was present at the shaft seal interface. Based on the benchtop analysis of the pump, the reported complaint of a clot was confirmed. The most likely cause of the clot formation was the lack of heparinization due to the gi bleed. No additional or relevant information has been received to date.

Event description:
A review of the manufacturing records for the pump was performed and did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
It was reported that the facility switched out the tandemlife pump due to a clot in the outflow line. The tandemlife pump was switched to a different pump at the bedside. There were no issues reported for the patient.